Manufacturer narrative:
Boston scientific received information that this field clinical representative (fcr) contacted boston scientific's technical services (ts) in (B)(6) 2017. The fcr reported that this patient had undergone an electrode revision procedure on (B)(6) 2017. A successful defibrillation threshold test was performed and the post-shock impedance was in the 60 ohm range. Subsequently, the patient was seen for wound check and the physician wanted to perform a treadmill test on the patient. Upon device interrogation, the sense vector was secondary with smartpass on. An automatic set-up was performed and a primary sense vector was selected with smartpass off. It was noted that the shock impedance post-revision was 60 ohms. The patient was described as "large". With the patient walking with sense vector in primary and secondary, "n" annotated markers were observed. Ts explained that smartpass off with x2 gain pointed toward smaller amplitude qrs complexes. The fcr was informed that smartpass was off because the signal amplitude was not large enough. N markers with the sense vector in primary and secondary may indicate that the device is moving. Ts suggested checking the sense vector in alternate which does not use the device for sensing. Ts was informed that the signal in alternate was small. Ts explained that there doesn't appear to be a programming option to prevent the n markers which could delay detection and treatment. The fcr was planning to discuss further with the physician. Boston scientific received information from the fcr that the physician plans to keep the sense vector as primary. The detections zones were changed to 230 bpm/250 bpm.

Event description:
Boston scientific received information that this field clinical representative (fcr) contacted boston scientific's technical services (ts). The patient was admitted into the hospital's emergency room (ER) following delivery of an inappropriate shock due to t-wave oversensing. The device's sense vector had been programmed to secondary and the system had been implanted utilizing a two incision technique. The fcr commented that the distal end of the electrode may not have been implanted as deep as desired. The device's smart pass feature was programmed on. The fcr performed an automatic set-up and secondary was again selected. The episode was reviewed and the signal had become smaller in amplitude followed by t-wave oversensing . Ts suggested that all of the sense vectors should run to determine if secondary seems to be the most appropriate sense vector. The fcr should find out what the patient was doing at the time of shock delivery. Ts instructed the fcr on how to turn smartpass back on as this feature was now off following the automatic set-up. Subsequently, the fcr contacted ts to ask if a primary sense vector would be more appropriate as there was a question about the depth of the electrode and primary would not use the distal electrode for sensing. Ts suggested that the physician could also obtain a chest x-ray and have the patient undergo a treadmill test.